Manufacturer narrative:
The device was not available for evaluation.

Event description:
It was reported that during a surgical procedure at the healthcare facility, an ortholock ex pin broke during removal and the tip was left in the patient's tibia. The procedure was completed successfully with a delay of one hour for which additional anesthesia was administered; no medical intervention was reported.